Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the returned device confirmed that the stent implant was dislodged from the balloon and was returned on the balloon of a non-abbott balloon catheter. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a product quality deficiency. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during the procedure in a moderately tortuous second obtuse marginal coronary artery, while advancing a 2.75x18 promus rx drug-eluting stent delivery system toward a severely calcified, non-eccentric lesion, in a metal-tipped guide catheter, the promus met resistance with a non-abbott guide catheter, then stent damage was noted. The promus was removed successfully. A 2.75x23 promus rx was advanced toward the same lesion, into the metal-tipped guide catheter; while inside of the guide catheter, the stent dislodged. An unspecified 1.5 diameter balloon dilatation catheter was used to retrieve the dislodged stent and it was removed from the guide catheter. The guide catheter was replaced with another non-abbott plastic-tipped guide catheter. The procedure was successfully completed using a third promus. There were no patient sequelae and no clinically significant delay in completing the procedure. No additional information was provided.